Manufacturer narrative:
Further review of information determined a report should not have been submitted under medwatch 2936999-2016-01058. The customer event has been documented under medwatch 2936999-2016-01045. Covidien/medtronic reference: (B)(4).

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
Customer states that prior to use on a patient, a foreign material similar to a piece of fiber was found contained in the package of the endotracheal tube. There was no report of patient involvement or any required intervention performed.